Event description:
It was reported that during an us guided biopsy into normal density breast tissue, the probe failed to fire upon button depression. A coaxial was used and the probe was exchanged to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The second device was returned with the stylet and cannula were in their initial positions (not primed). The sample was not cocked (primed), as the arrow could not be seen in the ready window. Loose particles could be heart within the device. There were no visual anomalies noted on the sample. The device was functionally tested by twisting the rotational knob once and the cannula was retracted with difficulty; however, it did not lock into place. The rotational knob was turned once more and the stylet retracted into the cannula. The device could not be fully primed and further functional testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub and tangs were found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.